Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the imaging window was twisted and kinked. A broken drive and coaxial cable began 0.10 cm from the distal end of the connector shaft. Impedance testing showed an electrical open at the proximal catheter. Also, the sheath of the unit was cut to check the other end of the broken imaging core.

Event description:
Reportable based on device analysis completed on 05sep2025. It was reported that visualization issue and catheter kink occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified vessel. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter was bent, which resulted in no image. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed that the imaging window was twisted.